Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the medication was jammed behind drawer. A field service engineer (fse) found that medication had spilled and leaked under the drawer. Fse cleaned the drawer and the area underneath it. After installing the drawer, it opened automatically during reboot. Fse shut down the station, replaced the pyxibus drawer controller and all connections were reseated, and the new card was configured. The system functioned as intended after field service engineer repaired the device.